Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was in use with a patient when it displayed "xdcr fault", "low ve", "low pip", and "vent inop" alarm conditions. The customer reported that they replaced the suspect ventilator and there was no patient harm or injury.

Manufacturer narrative:
Device evaluation: the reported complaint was confirmed and duplicated. Failed pt800, turbine press diff transducer. This issue will be internally investigated within vyaire.